Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. During initial functionality testing the device experienced a false upstream occlusion alarm. Further eval could not reproduce the false alarm. Review of the history log found 1 entry of an upstream occlusion alarm. The upstream sensor values were found to be operating within specification and no malfunction could be detected. The unit was found to be operating correctly.